Event description:
It was reported that a patient death occurred during a pulse field ablation procedure with the farawave ablation catheter.the patient was treated for persistent atrial fibrillation. During the procedure the physician decided to perform on the anterior mitral line. Vasopressin was provided throughout the procedure for blood pressure. Physician did a 2 rotate 2 on the roof/left superior pulmonary vein junction and then moved towards the anterior to the left atrial appendage and did another 2 rotate 2. At this point the physician and room noted the peripheral oxygen saturation was in the low 80% range. No blood pressure reading could be made. The ablation was stopped. The physician looked at ice and noted there was very little ventricular function and could not palpate a carotid pulse. Cardiopulmonary resuscitation (CPR) were started and advanced cardiac life support (acls) was implemented. CPR was continued for an hour. The patient went in and out of pace with ventricular fibrillation (vfib) 12 amps of epinephrine (epi) given. An additional intermittent catheterization was placed for emergent impella. There was quite a delay in giving amiodarone even as the patient was being shocked multiple times for vfib. Eventually 300 mg of amiodarone was given, and the patient was shocked back into a stable paced rhythm but once epi wore off left ventricular function ceased. No effusion was confirmed with ice. The patient was called on table. The device is not available for return due to disposal.it was further reported a total of ninety four (94) applications of ablation were performed. The patient underwent coronary angiography in (B)(6) 2023 which identified the left anterior descending artery, circumflex artery, and right coronary artery were occluded at baseline with a left internal mammary artery (lima) graft being the primary source of blood flow to the left ventricle. During the pulsed field ablation (pfa) procedure the left anterior descending artery and circumflex artery were observed to be occluded. The lima graft was in close proximity to the anterior mitral line ablation. The physician identified a cause of death from cardiogenic shock, suspected due to coronary vasospasm during pfa. A history of severe chronic coronary artery disease, coronary artery bypass twenty (20) years prior, and only a patent lima graft to left anterior descending artery all likely contributed to the patient outcome. Coronary vasospasm may have been resolved by the time angiography was performed although left ventricle function did not recover despite aggressive pressor support, prolonged chest compressions, and use of an emergent temporary percutaneous mechanical circulatory support system.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.this supplemental report is being submitted with an update to sections: a2 age at time of event.a2 unit of measure - age.b5 describe event or problem.b6 relevant tests/laboratory data.b7 other relevant history.h6 patient codes.h6 impact codes.with all the available information, boston scientific (bsc) concludes:device history record reviewthe batch number was not reported for this farawave catheter. A ship history was performed based on the device upn #m004pf41m411 to identify the most recently shipped batches to the customer. A review was completed of the device history records (DHR) for the farawave catheter lots #37760872, 38064166, and 38070686. All devices from these lots were processed through all normal operation conditions and passed all acceptance activities. The DHR reviews did not identify any deviations or non-conformances that could contribute to the event. Device technical analysisthe farawave catheter was not returned, therefore returned device analysis could not be performed. The opal hdx mapping system study data from this procedure was returned and analyzed. The background video and log files showed normal use and function of the farawave catheter and opal mapping system until timestamp 14:53:30 when the physician began ablating the mitral line. Shortly after these ablations were started, the user stops manipulating the farawave catheter and the electrocardiogram (ECG) signals can be seen changing dramatically. No device issues were identified around this time. Labeling reviewreview of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists hypoxia, ventricular fibrillation, heart failure, cardiogenic shock and death as known potential adverse events associated with the use of the device.the farawave catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) through pulmonary vein isolation and left atrial posterior wall ablation. During this procedure the farawave catheter was used for anterior mitral line ablation which is considered off label use of the device. Risk reviewa review of the farawave 2.0 hazard analysis and risk thresholds was completed and confirmed that the events of hypoxia, ventricular fibrillation, heart failure, cardiogenic shock and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of cause not established. It was reported that during a pulse field ablation procedure the anterior mitral line was ablated using a farawave catheter. The patient became hypoxic and hypotensive followed by heart failure. Despite interventions and resuscitation efforts the patient died. Significant baseline cardiovascular comorbidities including multivessel coronary artery disease, prior coronary artery bypass graft, and biventricular pacemaker dependence, were present and may have contributed to the patient outcome. Analysis of the returned opal hdx mapping system media files did not identify a specific cause for the reported events, nor any malfunction of the farawave catheter or opal hdx mapping system. While off label ablation of the mitral line may have contributed to procedural complexity and electrophysiologic instability, a direct causal relationship between the off label use and the reported death could not be definitively established. Hypoxia, ventricular fibrillation, heart failure, cardiogenic shock and death are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported that a patient death occurred during a pulse field ablation procedure with the farawave ablation catheter. The patient was treated for persistent atrial fibrillation. During the procedure the physician decided to perform on the anterior mitral line. Vasopressin was provided throughout the procedure for blood pressure. Physician did a 2 rotate 2 on the roof/left superior pulmonary vein junction and then moved towards the anterior to the left atrial appendage and did another 2 rotate 2. At this point the physician and room noted the peripheral oxygen saturation was in the low 80% range. No blood pressure reading could be made. The ablation was stopped. The physician looked at ice and noted there was very little ventricular function and could not palpate a carotid pulse. Cardiopulmonary resuscitation (CPR) were started and advanced cardiac life support (acls) was implemented. CPR was continued for an hour. The patient went in and out of pace with ventricular fibrillation (vfib) 12 amps of epinephrine (epi) given. An additional intermittent catheterization was placed for emergent impella. There was quite a delay in giving amiodarone even as the patient was being shocked multiple times for vfib. Eventually 300 mg of amiodarone was given, and the patient was shocked back into a stable paced rhythm but once epi wore off left ventricular function ceased. No effusion was confirmed with ice. The patient was called on table. The device is not available for return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. The lot number of the device was not provided. A good faith effort attempt was made to try and retrieve the missing information. If new information is received or the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred during a pulse field ablation procedure with the farawave ablation catheter. The patient was treated for persistent atrial fibrillation. During the procedure the physician decided to perform on the anterior mitral line. Vasopressin was provided throughout the procedure for blood pressure. Physician did a 2 rotate 2 on the roof/left superior pulmonary vein junction and then moved towards the anterior to the left atrial appendage and did another 2 rotate 2. At this point the physician and room noted the peripheral oxygen saturation was in the low 80% range. No blood pressure reading could be made. The ablation was stopped. The physician looked at ice and noted there was very little ventricular function and could not palpate a carotid pulse. Cardiopulmonary resuscitation (CPR) were started and advanced cardiac life support (acls) was implemented. CPR was continued for an hour. The patient went in and out of pace with ventricular fibrillation (vfib) 12 amps of epinephrine (epi) given. An additional intermittent catheterization was placed for emergent impella. There was quite a delay in giving amiodarone even as the patient was being shocked multiple times for vfib. Eventually 300 mg of amiodarone was given, and the patient was shocked back into a stable paced rhythm but once epi wore off left ventricular function ceased. No effusion was confirmed with ice. The patient was called on table. The device is not available for return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. The physician's full name and lot number of the device was not provided. A good faith effort attempt was made to try and retrieve the missing information. If new information is received or the investigation is complete, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This supplemental report is being submitted with an update to sections: d2a common device name. D7a sud reprocessed and reused? This supplemental report is being submitted with a correction to section: h6 device code.

Event description:
It was reported that a patient death occurred during a pulse field ablation procedure with the farawave ablation catheter. The patient was treated for persistent atrial fibrillation. During the procedure the physician decided to perform on the anterior mitral line. Vasopressin was provided throughout the procedure for blood pressure. Physician did a 2 rotate 2 on the roof/left superior pulmonary vein junction and then moved towards the anterior to the left atrial appendage and did another 2 rotate 2. At this point the physician and room noted the peripheral oxygen saturation was in the low 80% range. No blood pressure reading could be made. The ablation was stopped. The physician looked at ice and noted there was very little ventricular function and could not palpate a carotid pulse. Cardiopulmonary resuscitation (CPR) were started and advanced cardiac life support (acls) was implemented. CPR was continued for an hour. The patient went in and out of pace with ventricular fibrillation (vfib) 12 amps of epinephrine (epi) given. An additional intermittent catheterization was placed for emergent impella. There was quite a delay in giving amiodarone even as the patient was being shocked multiple times for vfib. Eventually 300 mg of amiodarone was given, and the patient was shocked back into a stable paced rhythm but once epi wore off left ventricular function ceased. No effusion was confirmed with ice. The patient was called on table. The device is not available for return due to disposal.

Event description:
It was reported that a patient death occurred during a pulse field ablation procedure with the farawave ablation catheter. The patient was treated for persistent atrial fibrillation. During the procedure the physician decided to perform on the anterior mitral line. Vasopressin was provided throughout the procedure for blood pressure. Physician did a 2 rotate 2 on the roof/left superior pulmonary vein junction and then moved towards the anterior to the left atrial appendage and did another 2 rotate 2. At this point the physician and room noted the peripheral oxygen saturation was in the low 80% range. No blood pressure reading could be made. The ablation was stopped. The physician looked at ice and noted there was very little ventricular function and could not palpate a carotid pulse. Cardiopulmonary resuscitation (CPR) were started and advanced cardiac life support (acls) was implemented. CPR was continued for an hour. The patient went in and out of pace with ventricular fibrillation (vfib) 12 amps of epinephrine (epi) given. An additional intermittent catheterization was placed for emergent impella. There was quite a delay in giving amiodarone even as the patient was being shocked multiple times for vfib. Eventually 300 mg of amiodarone was given, and the patient was shocked back into a stable paced rhythm but once epi wore off left ventricular function ceased. No effusion was confirmed with ice. The patient was called on table.

Manufacturer narrative:
D1: brand name- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4: unique identifier (UDI) #- updated. It was indicated that the device will not be returned for evaluation. The lot number of the device was not provided. A good faith effort attempt was made to try and retrieve the missing information. If new information is received or the investigation is complete, a supplemental medwatch will be filed.